Manufacturer narrative:
The device was examined by the manufacturer and the complaint was confirmed. Thermal voids were discovered in the device's bottom and top enclosures as well as an elongation of a pre-existing vent hole. The investigation revealed the failure mode was caused by a connector failure. A review of the complaint history record for this device family from january 01, 2006 to (B)(6) 2012 confirmed there have been no deaths or serious injuries associated with this failure mode. Based on these findings, the manufacturer will continue to monitor for this failure mode and concludes that no further action is currently needed.

Event description:
Information was received that a humidifier for bi-level positive airway pressure (bipap) experienced thermal damage. There was no harm or injury reported.